Event description:
It was reported that during a da vinci-assisted procedure the customer had a stiff camera arm on the system. Prior to calling in to technical support, the surgeon had elected to convert to laparoscopic surgery due to the camera arm issue. The technical support engineer (tse) had the customer press the emergency stop button and fault override with no change. Tse then had the caller perform a system reboot but the arm still appears excessively stiff. The procedure was completed laparoscopically after converting with no reported injury.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not replicate the issue, but replaced the endoscope camera manipulator (ecm) for customer satisfaction. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed that the non-intuitive motion along pitch / axis 2 was able to be reproduced during the sine cycle. The axis 2 brake will be replaced as a fix. The reported complaint was confirmed based on the failure analysis investigation.